Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient's implantable cardiac monitor had migrated from the initial implant site. There were no adverse consequences to the patient reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.